Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Summary investigation: upon reception the subject home monitor was tested and the reported behaviour was not confirmed. However, the subject device had all the status and pit leds that are simultenously flashing. Given the condition of the home monitor, the expertise files could not be recovered and further investigation could not be performed. Based on the provided information, the most likely hypothesis explaining the event is related to an hardware problem on the electronic board. The case is retained for trending purposes.

Event description:
Reportedly, the home monitor had status lights flashing in green and the pit button in red.

Event description:
Reportedly, the home monitor had status lights flashing in green and the pit button in red.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.